Event description:
Pt undergoing eps with procedure start approx 0820. Pt was restless and c/o discomfort due to back pain. Medication given for relief, however pt continued with intermittent discomfort pulling against wrist and leg restraints. Approx 6 hrs into procedure, bp 50/45 hr 45; fluid given and narcan. Bp to 76/44; echo confirmed tamponade. Device apparently performated pericardium. Pt coded, bagged, pericardiocentesis, intubated. Resuscitation was successful and pt transferred to ICU. The pt was comatose with deteriorating condition. Brain death established by eeg, organ donation of lungs and body released to medical examiner.